Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was experiencing high impedance. All 4 electrodes were impeded and they were unable to increase amplitude with a message of max settings. Rep ran impedance checked and tried to increase stimulation on all programs. The issue was resolved by device removal and replaced with a new lead and battery.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID: 978b128 (lot: va2v4m6); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2v4m6 implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead h3: analysis of the ins (s/n (B)(6)) revealed the device passed functional testing; however, the setscrew was backed out beyond the point of being able to engage with the connector block. H3: analysis of the lead (l/n va2v4m6) revealed conductors 0-3 were broken in the body of the lead at or near the tines 23.6cm from the proximal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.